Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated date of implant. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The xience devices referenced are being filed under a separate medwatch report.

Event description:
This information was obtained through a literature review of the article, bioresorbable scaffolds versus metallic stents in routine pci. The study involved 1845 patients. Clinical outcomes for the absorb and xience were as follows: repeat revascularizations [restenosis]; stent/scaffold thrombosis; myocardial infarction.